Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and material deformation. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g3. H11: h6(result and conclusion). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced detachment of device or device component, material deformation and perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 76 year old male patient weight was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced detachment of device or device component, material deformation and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) male patient weight was not provided.